Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level ranged from 160-280 mg/dl. System check with tandem technical support could not identify a source of the blockage. Reportedly, customer completed multiple supply changes to address the occlusion alarms and continued to use the pump for insulin therapy.